Event description:
It was reported during the ablation of the implants, the surgeon used a polyaxial xia 3 screwdriver to extract a cemented xia 3 screw. The surgeon couldn¿t disengage the screw from the screwdriver. The xia 3 screw was extracted from the patient, there were no adverse consequences or delay.

Manufacturer narrative:
Method: functional inspection; device history review; complaint history review; risk assessment. Results: the customer reported event of a xia 3 titanium polyaxial screwdriver tip jamming was confirmed via contact correspondence and visual inspection of the returned device. The screwdriver was successfully released after an excessive torque was applied to the device. The screwdriver was then rethreaded on to the screw and unthreaded without issue. The application of torque required to remove the screw reveals that an excessive torque was most likely applied during screw insertion. The breakage of the connection tab on the screwdriver sleeve also supports the application of an excessive torque because a considerable torque is needed to break the tabs. Conclusion: the most likely cause of this event was excessive torque applied to the screwdriver during screw insertion.

Event description:
It was reported during the ablation of the implants, the surgeon used a polyaxial xia 3 screwdriver to extract a cemented xia 3 screw. The surgeon couldn't disengage the screw from the screwdriver. The xia 3 screw was extracted from the patient, there were no adverse consequences or delay.